Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown; however, a reload the set 201 was identified during a review of the event history log. A sample was received for evaluation. This evaluation included functional and electrical testing of the device and a visual inspection, which verified the reported alarm. The cause of the condition was determined to be an improperly seated membrane gasket. A service history review was performed and revealed that the membrane gasket was previously replaced, which may have contributed to the reported issue. To correct the condition, the membrane gasket was replace. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified system error alarm. It is unknown whether the patient was connected at the time of this event, nor during which process step of peritoneal dialysis therapy it occurred. There was no patient injury or medical intervention reported. No additional information is available.